Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to put the ipg into MRI mode due to high impedances on contacts 2a and 3a. As a result, surgical intervention occurred on (B)(6) 2022 and the extension was explanted and replaced. The patient is able to put the ipg into MRI mode and has effective therapy post operatively.